Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tracheostomy tube started to deflate on friday. The device was removed and replaced with the same model tracheostomy tube without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The device was returned for investigation. A visual inspection was performed and found that all the components had been properly assembled. An inflation/deflation test was performed where air was applied to the cuff and it was found that the cuff held air. During this test, no deflation was observed. The sample was then submerged in a container filled with water and no leaks were observed in the cuff or inflation line. The manufacturing process was reviewed and found effective to detect the reported malfunction. The reported malfunction was not found to be related to the manufacturing process. The device history record (DHR) was reviewed and no nonconformity reports were identified. Complaints will continue to be reviewed for trending purposes.